Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that poor ventricle condition and impella position deep in the ventricle was the cause of the ventricle perforation. The failure mode will be monitored and trended. Ventricle perforation IFU quotes: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. Of note the IFU states: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported a 29-year-old female patient presenting for post cardiotomy cardiogenic shock. During initial impella placement, the pump was placed deeper in the small ventricle as a result of the patient's small aorta and subsequently punctured through the ventricular wall. The pump was removed and an lv repair was completed to treat the perforation. Following the intervention, the patient was stable and preparations for va ECMO support were initiated.